Event description:
It was reported that during implant procedure, the surgeon had difficulty locking the pump into the mini cuff. The purple lock was tested outside of the procedure in a sterile field with a standard apical cuff; more attempts were made to lock the pump to the mini cuff and the lock slid into place, but the pump was clearly not locked to the cuff. The surgeon made one more attempt to engage the pump to the cuff, but the bleeding at the apex was significant. The pump was removed from the cuff to address bleeding, and upon visual inspection it appeared the legs on the locking mechanism were bent. The mini cuff was removed from heart, a standard apical cuff was applied to the left ventricle (lv) and a new pump was opened and implanted into the patient. The patient later developed atrial fibrillation and was started on intravenous amiodarone; this was not deemed clinically compromising. Related MFR #: 2916596-2021-06173.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported atrial fibrillation could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for (b0(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available "introduction," lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 lvas. "Patient care and management," also lists arrhythmia as a potential postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient's atrial fibrillation did not exist prior to device implant but was thought to be transient. The arrythmia self-resolved and without sequelae on (B)(6) 2021.